Event description:
The customer reported an intermittent lock-up of system during use of the image annotation function. The customer rebooted the system to complete the procedure with no injury to the pt.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.